Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 245 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was on auto mode. Troubleshooting was done for high blood glucose and under delivery. Customer was not able to troubleshoot because insulin pump was dead. The customer was using insulin pump during event of high blood glucose. The insulin pump and reservoir will not be returned for analysis.